Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no issue. Functional testing found the reported "cassette not attached properly" problem was not duplicated. In event history log shows multiple high alarm displayed: cassette not attached properly. Recommend replace downstream occlusion sensor as preventive. The root cause of the issue could not be determined - no fault found. This issue is being monitored via an internal ncr and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that during testing the device exhibited a no cassette attached properly error when removing cassette. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.